Event description:
It was reported there were high impedances. At the time of report the patient was in a lead revision procedure. Case and electrode 3 was greater than 4,000 ohms. The implantable neurostimulator was in the pocket when the test was done. It was stated they were going to replace the "top lead with electrode 3." No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported impedances were out of range. There were no lead fractures noted, but the cause of the issues was due to the device being flipped by the patient. The logo was facing down. An intervention was planned on (B)(6) 2013 and the device was implanted, the medtronic logo was face up, sutured to fascia, and the device was interrogated. The outcome was normal function with impedance in range. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).